Event description:
As it was reported by the (B) (6) study database: the (B) (6) male patient received a precise stent in the common carotid artery. The pt experienced aphasia post procedure and was diagnosed with a tia. No add'l treatment was given. The symptoms were fully resolved with no residuals within 24 hours and the pt was discharged a few days later. Adjudication minutes indicated that the pt had a cva/stroke. CT of the pt's brain revealed diffuse hypodensities. The neurologist's assessment was left mca, anterior and posterior infarct with about 50% receptive and expressive aphasia. The plan was to decrease heparin per protocol.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Manufacturer narrative:
The patient received a precise stent in the bifurcation of the left common carotid artery. As it was reported by the (B)(4) study database, the patient experienced aphasia approximately one hour post procedure after leaving the angio suite and was diagnosed with a tia. No additional treatment was given. It was indicated that the symptoms were fully resolved with no residuals within 24 hours and the patient was discharged a few days later adjudication minutes indicated that the patient had a cva/stroke- minor, ipsilateral, ischemic/embolic CT of the patient's brain revealed diffuse hypodensities. The neurologist's assessment was left mca, anterior and posterior infarct with about 50% receptive and expressive aphasia. The plan was to decrease heparin per protocol. The physician did not think he was a candidate for tpa at this time since he was improving significantly. The CT of the brain did not demonstrate hemorrhage. The clinical course did not fit with hemorrhage either. It was thought that the episode could have been related to the dye or embolic material from his tight stenosis. A repeat CT two hours later reported no radiologic evidence of acute intracranial process, grossly unchanged since the earlier exam of 2 hours prior. There was no acute infarction in the sampled area with symmetrical blood flow, mean transient time and blood volumes. Baseline (B)(6) stroke scale score was 3 and the rankin score was 0. Six days post-procedure the (B)(6) stroke scale score was 4 and the rankin score was 1. There were no further post-procedure complications and the patient was discharged on asa and clopidogrel. The 30-day follow-up was performed. The (B)(6) stroke scale score was 3 and the rankin score was 1. The (B)(6) male patient had a history of a recent syncopal episode, hyperlipidemia, cardiac arrhythmia/bradycardia, history of smoking (>5packs of cigarettes),diabetes mellitus, coronary artery disease, and hypertension at baseline the (B)(6) stroke scale score was 3; stroke score not documented. The target lesion had 80% stenosis with a length of 7.0 concentric with moderate tortuosity. The total length of the stented segment was 30. The reference diameter was 6.0 the angioguard embolic protection device was deployed and retrieved without technical difficulty. It was reported that there was no debris in the filter upon removal. After predilation the precise stent was deployed at the target site without any reported technical difficulties or adverse events. There was no neurological deficit when the patient left the procedure room. With post procedure examine the patient was noted to be having difficulty with naming, repeating and speaking. It was noted that the patient was on warfarin, but it had been stopped 4 days ago. He was taking hydrocodone. Upon physical examination, the patient was able to name 90% of objects. He was able to repeat sentences well. His spontaneous speech was normal. He was able to follow a 3-step command. His motor and sensory exams were normal. The neurologist's impression was that the patient's symptoms had not resolved completely, but he was rapidly improving with only minimal deficit. Observation was to be continued and antiplatelet therapy and warfarin should be started as soon as possible. At discharge the (B)(6) scale was 4, stroke score 1. At 30 day follow-up the (B)(6) scale was 3; stroke score 1. Antiplatelet therapy included aspirin and clopidogrel pre and post procedure and at discharge. The product remains implanted in the patient and was not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Stroke is a well-known documented potential complication of this type of procedure and is listed in the IFU as such. It is not possible to conclusively determine the cause of the event or the relationship to the device. Factors that may have impacted the event include patient, procedural, pharmacological and lesion characteristics.